Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During clinic follow-up it was noted that the right atrial (ra) lead was dislodged and resulted in a loss of sensing. The device was reprogrammed to deactivate the ra lead to resolve the event. The patient was stable.